Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03685. It was reported that a rotawire fracture occurred. The target lesion was located in the coronary artery. A 330 cm rotawire¿ and a rotablator burr were selected for use. Upon introduction outside patient, it was noted that the rotawire became detached while switching from dynaglide mode to ablation mode. The procedure was not completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the body wire kinked in several sections and it is broken at 326.5 cm from the proximal section. The overall length could not be measured due to device condition (body wire broken). Outer diameter (od) of the distal tip could not be measured due to device condition (spring tip was not returned). The od near to section broken, middle section, proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03685. It was reported that a rotawire fracture occurred. The target lesion was located in the coronary artery. A 330 cm rotawire¿ and a rotablator burr were selected for use. Upon introduction outside patient, it was noted that the rotawire became detached while switching from dynaglide mode to ablation mode. The procedure was not completed. No patient complications were reported.